Manufacturer narrative:
Follow-up #1: date of submission 09/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: the pump's black box showed no evidence of unusual voltage fluctuations. A test battery cap was able to fit securely to the pump. The pump performed the prime steps with no issues. There were no observed overheating events with the pump. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. It was reported that there was a temperature issue with the pump. There was no reported physical damage to the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.